Event description:
It was reported that a physician trained in the use of the proglide device achieved hemostasis of the right femoral artery after a diagnostic procedure. Reportedly, the physician had difficulty removing the device. When the device was pulled free, subcutaneous tissue was noted to be stuck between the proximal and distal guide. Hemostasis was achieved with the device. There were no reported adverse patient effects. Though requested, additional information was not available.

Manufacturer narrative:
(B)(4). Device analysis found the device conformed to specifications. There were no abnormal observations with the condition of the returned device that could have contributed to the reported event. We were not able to establish a root cause based on the investigation findings. No malfunction was detected. Review of the device history record for this lot did not produce any findings relevant to this investigation.